Event description:
Additional information received for this case. There was no endoleak pre or post intervention identified; however, the aneurysm sac had grown 2cm. The secondary intervention was performed; however, a CT performed after the intervention showed the aneurysm sac was still growing but no endoleak was identified.

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 7cm in diameter abdominal aortic aneurysm. It was reported that a recent CT showed the bifurcated device had migrated distally approximately 1cm with a proximal type I endoleak. The aneurysm has continued to expand overtime from 7cm-9cm. The patient's aneurysm sac was previously coiled. The physician implanted another manufacturer's 28.5mm cuff and secured it with eight aptus endoanchors however, the event was reported as not resolved and there was still an endoleak. No additional clinical sequelae were reported and the patient is fine.